Manufacturer narrative:
Adverse events that may occur and/or require intervention include, but are not limited to component migrations.

Event description:
The following was reported to gore: on (B)(6) 2015, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore¿ excluder¿ aaa endoprostheses. In (B)(6) 2020, a follow up CT image revealed that the proximal end of the trunk-ipsilateral leg component had migrated distally approximately 7mm. On (B)(6) 2020, a reintervention took place whereby an additional stent graft was implanted to treat the migration and to prevent a type I endoleak. The patient tolerated the procedure. Reportedly, there was enlargement of the right internal iliac artery that was not treated at the first procedure. This was noted in (B)(6) 2020 and it was also treated placing the plc231200j at right external iliac artery at the same procedure on (B)(6) 2020.

Manufacturer narrative:
Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.